Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022, and the cause of death was unknown. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of the patient¿s available record and a request for patient outcome it was noted that there were no device issues at the time of the patient's expiration. It was reported that an autopsy was not conducted, and that hm3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that this patient was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). Rvad related manufacturer report number: 2916596-2023-00269.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown.